Event description:
Device was returned due to inaccurate delivery during testing, it over infuses. The device was not being used on a pt.

Manufacturer narrative:
Device evaluation results will be submitted when evaluation is completed.